Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient experienced a remote care alert for charging time limit reached. The patient was seen in clinic and manual capm was performed and was found to be within normal limits. The patient will be continued to be monitored by merlin at home.